Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-02018.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician was to detach a smart coil using the handle, despite attempting twice. Therefore, the smart coil was removed, and the procedure was completed using additional smart coils and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional clarification received on 23-oct-2019 indicated that this complaint was already reported under MFR report number 3005168196-2018-01849. Therefore, please disregard this duplicate report. This report is associated with MFR report number: 3005168196-2018-02018.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-02018.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician was unable to detach a smart coil using the handle, despite attempting twice. Therefore, the smart coil was removed, and the procedure was completed using additional smart coils and the same handle. There was no report of an adverse effect to the patient.